Manufacturer narrative:
The recipient is reportedly experiencing loss of lock, but consistent lock was observed during device testing. The recipient experiences pain and throbbing when the device is locking.

Manufacturer narrative:
The recipient is reportedly experiencing loss of lock, but consistent lock was observed during device testing. The recipient experiences pain and throbbing when the device is locking. The pain and throbbing does not occur when the device is locked.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not be explanted at this time. It is believed that the recipient experienced an in-situ failure. A review of the device history record was completed and no anomalies were noted. This is the final report.

Event description:
The recipient is reportedly experiencing loss of lock and non-auditory sensations. External equipment was exchanged, however, the issue did not resolve. The recipient ceased device use.